Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt was in egypt and was having problems with their neurostimulator and they could not reach any numbers in egypt. The pt was in a car and someone hit the back of the car. Since the accident the ins had been stimulating at maximum and they could not turn it off. Caller was the pts sons friend who was messaging them via chat over the call. The pts son told them they need to recalibrate the device and they were not sure how to do that. The stimulator was pulsing pulses at maximum and could not be stopped. While on call caller was notified the pt could turn stimulation off and they lost all feeling in their legs. The pt was experiencing symptoms and was trying to figure out if it was related to the crash or the therapy stimulation. Caller said that they w ere only in egypt until early july. When asked for event date caller said they were notified about this issue this afternoon at 12:45 pm. The patient was redirected to their healthcare provider to further address the issue. Agent followed ous and emailed contact.